Manufacturer narrative:
On 02-may-2024, mentor received additional information about the event: the suspect medical device is a mentor smooth round moderate profile 525cc saline breast prosthesis, catalog #3501685, lot #5767721, serial #(B)(6), UDI #(B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2023. The explanted breast prostheses were later replaced with a mentor smooth round moderate plus profile 500cc saline breast prosthesis and a mentor smooth round moderate plus profile 175cc saline breast prosthesis on (B)(6) 2023. The suspect medical device was discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The reported implantation date is before the manufacture date of the suspect medical device. Mentor will report the implantation date as received. If clarification is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation procedure with unspecified mentor saline breast prostheses that both deflated post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses in (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).